Manufacturer narrative:
Nonin medical was contacted 8/21/2025 requesting the data download from the model 7500 device that we manufacture. It was communicated that the patient passed away and the detectives are requesting the data and specifically looking for on (B)(6) 2025. No allegation of device malfunction. No other information was provided to nonin medical except that nothing has been reported and that the device was not malfunctioning. It was alarming and the nurse did not respond. Originally communicated that the device was going to be returned to nonin medical for the data download but then later communicated that the device will be sent to their own biomed for data download. No other information was communicated or shared with nonin medical despite numerous requests.

Event description:
Nonin medical was contacted 8/21/2025 requesting the data download from the model 7500 device that we manufacture. It was communicated that the patient passed away and the detectives are requesting the data and specifically looking for on (B)(6) 2025. No allegation of device malfunction. No other information was provided to nonin medical except that nothing has been reported that the device was not working. It was alarming and the nurse did not respond.